Event description:
It was reported that "on (B)(6) 2026, the patient presented with a heart rate of 53 beats per minute and a blood pressure of 70/52 mmhg. A central venous catheter (cvc) was emergently inserted to establish venous access. The operator performed the procedure in accordance with standard specifications. Although puncture was successful, the guidewire could not be advanced, resulting in catheterization failure. This delayed emergency treatment." There were no reports of patient injury, harm, or adverse health consequences associated with this event except for a delay in treatment. No additional medical intervention was reported beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.

Manufacturer narrative:
(B)(4).